Event description:
The patient reported that subsequent to the implant of a protegen sling, rectocele repair and partial hysterectomy, patient experienced urinary retention with catheterization for six to eight weeks post-surgery. Patient also experienced erosion, vaginal bleeding, odor, urinary tract infections, pain and numbness in their legs; abdominal pain and hematuria. The patient reported the device was removed. The device was not returned for evaluation. Directions for use outline as potential complications: "urinary retention or temporary or permanent lower urinary tract obstruction may result from over correction induced during an urethral sling procedure...tissue erosion...infection..."